Event description:
It was reported that low sensing thresholds were observed. X-ray showed abrasion. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found insulation abrasion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.